Manufacturer narrative:
Due to characterization limit e1 event site telephone:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra aortic balloon pump (iabp) malfunctioned. Internal communication failure occurred. There was no patient harm reported.